Event description:
It was reported that the arctic gel pad connector was deformed and could not be properly connected. The issue was resolved after replacing with another set of pads. The issue was noticed at the moment of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.